Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing segments and partial display due to the zebra connector cracked. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer called in to report that the insulin pump has missing segments in the middle of the display screen. Blood glucose reading at the time was 203. The customer mentioned that the insulin pump might have been dropped in the past. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.